Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from a distributor reporting that "the tube break off from the mask after 2 or 3 days of use." The issue was noted at the fixation between the mask and the tube. No further information has been provided.